Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was originally reported that the patient was not getting therapeutic effect from the implant and the stimulation was currently off, it has been off for some time due to the stimulation aggravating her back. The patient has had reprogramming multiple times. The patient was considering explant. It was additionally reported that the patient never had therapeutic effect. The patient believed the stimulation helped in the beginning but now looking back she believed it might be due to the medications she was on. The stimulation ¿doesn¿t do me any good¿ and ¿makes me worse¿. The multiple reprogramming sessions have not been effective. The patient did have some relief from trial. It was reported three years later that the ins ¿just didn¿t take my pain away¿ so it was explanted around (B)(6) 2012. The patient still has the ¿suitcase¿ with the recharger and patient programmer and wanted to know what to do with them. Additional information has been requested.